Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent migrated 2cm distal from the lesion where the physician wanted to deploy the stent. The procedure was completed by implanting another wallstent-uni¿ endoprosthesis stent to cover the remaining lesion.

Event description:
It was reported that stent migration occurred. A 12 x 60mm x 75cm wallstent-uni¿ endoprosthesis stent was selected for a dvt case. Just after deployment, the stent migrated to the distal side. The stent ¿jumped¿ about 2cm. The physician selected another wallstent to ¿recover it¿ and the procedure was completed. No patient complications were reported and the patient's status was stable.